Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously. A functional evaluation revealed the wand was able to generate intermittent plasma on high and med and continuous plasma on the low setting. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: there may have not been enough of a conductive medium (e.g. Saline) to cause the wand to fire. There may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: 1) do not contact metal objects while activating the wand as damage to the wand insulation and/or tip may occur resulting in device malfunction or patient injury. 2) do not bend, modify or alter the wand in any way prior to or during surgery as this may damage 3) use caution when inserting and removing the wand with a cannula. Contacting the wand electrode and/or insulation against edges of the cannula may lead to wand damage. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have not been enough of a conductive medium (e.g. Saline) to cause the wand to fire. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a shoulder rotator cuff repair, a flow 90 wand was plugged into the werewolf consoles but it did not create plasma layer. Different werewolf consoles were used to try if it is a wand or console issue, but wand still did not work. Tried changing from hand to foot control and back with no improvements. When the wand was activated the normal console sound was heard at low, med, high but there was no plasma layer seen and so no tissue could be debrided. Another flow 90 wand was used. It is unknown if there was a delay, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.